Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead was explanted and replaced due to loss of capture.